Event description:
It is reported that two tibial articular surface provisionals were found fractured during inspection process of the instrument trays.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination concludes that the returned device exhibits signs of repeated use and has fractured on the medial side of the post all pieces returned. DHR was reviewed and no discrepancies were found. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.